Event description:
It was reported that the images on the 9800 system were very poor. It was noted that the user tried manual technique and they still could not get a good image. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.